Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon opening the package, it was noted that the device was bent at the inner dilator. The device was unusable. Additional information was received on 4/5/18: the angio-seal device was bent at the hole of the arteriotomy locator. The procedure being performed was a infrarenal aortic stent with angio-seal closure of the right common femoral artery. A pre-deployment angio-gram was performed. Hemostasis was achieved by another angio-seal device and blood loss was reported to be less than 250 cc. The patient was reported to be stable. The procedure outcome was reported to be successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. On 8fr angio-seal evolution device was returned for evaluation. The device was received with the hemostatic sheath and arteriotomy locator. The returned components were subjected to visual analysis. There were white striations around the blood inlet holes of the arteriotomy locator as observed through microscopy. The arteriotomy locator was returned straightened. The carrier tube assembly was then examined. There was a curve present in the carrier tube assembly. No anomalies were noted with the hemostatic sheath. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the returned device, the complaint could be confirmed for white striations at the blood inlet holes indicative of an increase in stresses in the material which may have been caused by a kink in the arteriotomy locator. Off-axis forces have been known to cause kinks or bends in the arteriotomy locator.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date.